Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The transesophageal echocardiogram (tee) imaging showed that the closure device had shifted proximally and was not sealing the laa of the patient. No treatment or intervention was performed at this time, but the physician plans to retrieve the closure device and implant a new closure device on (B)(6) 2025. The patient did not experience any complications as a result of this event. It was further reported that the patient was kept on a low dose of eliquis.

Manufacturer narrative:
H6 impact code: medication required f2303 added.

Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The transesophageal echocardiogram (tee) imaging showed that the closure device had shifted proximally and was not sealing the laa of the patient. No treatment or intervention was performed at this time, but the physician plans to retrieve the closure device and implant a new closure device on (B)(6) 2025. The patient did not experience any complications as a result of this event.